Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an otology/mastoidectomy surgery, it was observed that the cutter/burr device, when in use with an attachment and motor device, had "an unacceptable whip and was unstable". According to the report, the burr/cutter device was changed out and the user observed the same malfunction with the second burr/cutter device. The reporter stated that the user switched out the motor device, and observed the same malfunction only "slightly less". The user then changed out the burr/cutter device to a smaller diameter burr/cutter and observed that the burr/cutter device was "stable". There was a fifteen minute delay to the surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.